Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medwatch report states: pt had a revision of left total hip replacement, acetabulum and femoral head due to depuy implant recall. The pt did not have any symptoms; however, screening tests showed markedly elevated ion levels of both cobalt and chromium. Metal artifact suppression MRI showed a large fluid collection in hip, suggesting reactivity to metal ions.